Event description:
Pt in for left shoulder arthroscopy with rotator cuff repair. The tip of a 7.0mm green plastic trocar apparently splintered and released a chip of green plastic which was visualized on insertion of the trocar. Dr attempted to flush the foreign body from the pt's wound with nacl solution. No x-ray taken due to non-detectable plastic chip. Md states exam of area-no chip found. Pt closed and no mention of incident to pt.